Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the fatal error occurred when the user attempted to remove medications. A technical support specialist (tss) dialed into station and identified the database (db) size was high 8.1 gigabyte (gb) with a large purge queue exceeding 30k. Initial db shrink reduced the size to 7.1 gb. Tss then accessed server and verified synchronized information, confirming download was current while upload was not. The customer was informed, and additional downtime was requested and acknowledged. Further investigation of data synchronized logs showed multiple retry errors, and with team lead assistance, the station database was set to simple recovery mode and further shrunk to 4.1gb. Tss stopped data synchronized and maintenance services, performed a db backup, repaired the med application, and relaunched the application. Post-repair testing with staff confirmed successful medication removal without errors. Following knowledge article (ka) guidance, tss monitored data synchronized logs, verified no ongoing errors, and identified retries caused by data mismatches with different purgestatisticskey. Customer was advised to verify station functionality. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error occurred while attempting to remove medications. The user reported receiving the message: "a fatal error has occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue." The issue affected drawer 2.1, which had been serviced the previous day. A maintenance reboot was attempted without resolution. The device was then powered off and unplugged for approximately five minutes; however, the issue persisted. The rss status remained online. There were no delay or adverse events or injuries reported based on this event.